Manufacturer narrative:
Complaint no (B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the patient was admitted to the hospital in the ICU after a previous temporary catheter for dialysis access had dislodged and a new temporary dialysis catheter had to be put in. The patient was intubated on mechanical ventilation while in the ICU. The patient was reported by the nephrologist as having a history of inferior vena cava occlusion from previous catheters that contributed to chronic lower extremity edema and ascites. While the nephrologist was attempting to place a right femoral temporary hemodialysis catheter in the patient's right groin, there was reported resistance when threading the catheter. While in the hospital, the patient's hemodialysis catheter became dislodged and as a result was replaced. Complications were reported. The event described the physician/nephrologist as "when attempting to pull the catheter back, resistance was met and the swg started to unwind and stretch out". The document from the nursing staff, although not documented by the physician reveled the physician pulled too hard and got caught on the needle, user error. The staff further documented that "possible user error as guide wire may have become caught on the bevel of the needle when pulled back by the physician". The patient event was reported as "no apparent injury" and he ws discharged from the hospital. No further information provided related to the event.